Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater would only circulate on higher revolutions per minute (rpm) settings. The device was not changed out, as the cooler heater still functions. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The cardioplegia (cpg) pump was not running in #2 or #3 speed modes. The fsr replaced the cardioplegia relay board and retested operation. The cardioplegia pump is now running in all speeds. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.